Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that they were unable to remove cap from pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/25/2017 with the following findings: during investigation, the black box showed evidence of unexplained pump reboots. The battery alarms do follow the pump reboot. The pump was returned with the battery cap difficult to remove. The pump powered on with the returned battery cap. The battery cap was unable to fully tighten and continued to spin. The battery cap ¿coin slot¿ was worn and the threads were rounded. The battery compartment threads were damaged. The battery compartment was found to be cracked. Unrelated to the original complaint, there was evidence of moisture contamination inside the battery compartment. A 24 hour 1 unit per hour basal program was run with the returned battery cap. There were no reboots, loss of power or call service alarms duplicated. A leak test showed a leak at the battery compartment crack. The pump case was removed and there was no evidence of additional moisture contamination inside the pump. A ¿no power¿ event was not duplicate during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).